Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of a diminished pulse is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 14f sheath after an interventional emergent impella placement procedure for cardiogenic shock. Reportedly, after the impella device was removed from the 14f puncture site, two proglide devices were attempted to be deployed. Both proglide devices came out of the patient anatomy when attempting to back the foot plate up against the vessel wall. The devices were not deployed and a 14f sheath was placed. Following placement of the sheath, it was identified that the patient had diminished pulse in the right leg. The patient was taken to surgery and died before surgery began. The cath lab director stated that the proglide devices did not cause or contribute to the patient death. There was a clinically significant delay in the procedure. No additional information was provided.